Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional suggesting that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Only partial lead was returned and was cut at 6.1 cm from the connector pin. Further testing was not performed due to lead cut at explant.